Event description:
Overinfusion, found during pt use with no pt injury or medical intervention required. The nurse stated that a 140cc bag of bumex was mixed and hung at approx 3:30 am. The pump was set for a rate of 5cc/hr. 3 hours later at shift change when the nurse came to check on the pump, the bag volume was nearly empty, while the pump said that 127cc remained. There was no pt injury or medical intervention required. The pt is being monitored more closely and was given additional fluids due to the effects of the drug. The don stated that the device door latch appeared to be broken and might not have been closing correctly.